Manufacturer narrative:
Additional narrative: a device history record (DHR) review was conducted: visual inspection: the approximator fc inserter (p/n: (B)(4), lot #: nw156854) was returned and received at us cq. Upon visual inspection, it was observed that the inserter tip of the device was stripped and the inserter tip spring component was deformed. No other issues were observed with the device. Dimensional inspection: the dimensional inspection was not performed due to it being post-manufacturing damage. Document/specification review: the following drawings reflecting the current and manufactured revisions were reviewed. Investigation conclusion: the complaint is being confirmed for the. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - norwood has reviewed the DHR for lot nw156854 and is providing the following summary of this review. Summary of review: there were no product non-conformances or process deviations during the manufacturing process of lot nw156854. All product met specifications. (Populated from (B)(4)) device history review - there were no product non-conformances or process deviations during the manufacturing process of lot nw156854. All product met specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of the inserter was torqued. No patient harm nor significant delay reported. This report is for one (1) approximator fc inserter. This is report 1 of 1 for complaint (B)(4).